Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a naviculare surgery procedure on (B)(6) 2020 that utilized paragon 28 baby gorilla/gorilla plating system. The 1.3mm tip olive wire was reported broken above the threads during the removal process. The tip was left in the patient and patient suffered no adverse effect. The remaining part was discarded by the facility.